Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/23/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the reported issue contribute to any patient adverse consequences? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the source or name of person providing answers to follow-up. Questions: did the reported issue contribute to any patient adverse consequences? When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name of person providing answers to follow-up questions: h3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code 8424t. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. In addition, a photo was provide showing one needle suture that appears to be frayed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle suture in two sections that pertains to product code 8424t. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. In addition, the needle still attached to suture piece. The suture was examined, and frayed suture was observed along of strand. Beside that, the end of the suture was found to be cut, probably caused by a surgical instrument. Due to the condition of the returned sample, the functional test could not be performed. The event reported was confirmed and it is related to improper use of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported at the time of being used polypropylene monofilament, yielded to the point of breaking. There were no patient consequences reported. Additional information was requested.